Event description:
It was reported that there were stored episodes showing noise on this right ventricular (rv) lead. The patient was seen in the clinic and no noise could be reproduced with troubleshooting. The clinic reported there were previous noise episodes, and this was a known issue for this patient. The patient is not pacemaker dependent, and no pacing inhibition was observed. The lead parameters are stable. This device remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).